Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, physician reported difficulty in implanting the lead due to patient¿s cardiac anatomy. Physician noted that the lead tip was bent slightly forward which was interfering with successful placement of the lead. There were high thresholds and poor sensing when lead was positioned at different sites in the right ventricle. Current of injury was very minimal with all apical positions. Physician reported possibility of moderator band prohibiting optimal lead placement. The measurements were normal at the septum; however, lead was getting dislodged every time the stylet was removed. Lead was not used and was replaced. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.